Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a therapeutic procedure, while connecting the endoeye flex with the video system center the screen blacked out and became purplish. A scope communication error e105 ¿lighting lamp malfunction¿ was displayed. Restarting the device did not resolve the issue. The device was replaced, and the procedure was completed. As such a delay of 30 minutes was reported in completing the procedure. Though a delay was reported in exchanging the device, there was no report of any adverse health effects nor harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to failure of the led (light-emitting diode) unit. Olympus will continue to monitor field performance for this device.